Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's balloon had an air leak, complacency requiring frequent inflation due to tube displacement. It was occasionally repositioning or replacement was needed as the tube collapsed. There was no reported patient outcome.